Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2021 with non-sustained right ventricular oversensing (nsrvo) alert on the implantable cardioverter defibrillator (ICD). After reviewing the transmission, it was noted that there was loss of ventricular capture on the ICD. The patient was brought in clinic for threshold testing. The ICD was reprogrammed in clinic resolving the issue. The patient will be monitored going forward. The patient was in stable condition.